Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). An internal/external inspection was performed and the device passed, along with all of the electrical testing. The fluid volumetric accuracy test that was performed, had failed with the original piston foam. However, when a test article, piston foam, was installed, the device passed the accuracy confirmation testing. The original piston foam was removed and inspection revealed that the piston foam was deteriorated and the door piston was cracked. The evaluation concluded that the cause of the failed fluid volume accuracy testing was the deteriorated piston foam and the cracked door piston, which were to be scrapped. An event history log review was performed. Review of service history was performed and revealed that previous servicing may be related to the issue as the piston foam was a part replaced during servicing. Should additional relevant information become available, a supplemental report will be submitted.